Manufacturer narrative:
(B)(4). D10- medical product. Refobacin plus bone cement 40 item# 3020830401 lot# a414af2405. Vanguard cr fem 72.5 rt-mach item# 183013-01 lot# 760550. Series a pat w/wr std 31 1 peg item# 184704 lot# 651580. Svc-vngd cr lip tib brg item# 183544clpk lot# 357300. G2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately nine years and five months post implantation due to aseptic loosening of the tibia resulting in varus collapse. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical notes reviewed: no complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: loosening and medial subsidence of the tibial implant of the right knee arthroplasty with resulting varus malalignment. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed with the radiographs provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.